Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomalies were found.

Event description:
It was reported that one day post implant the lead exhibited high impedances and loss of capture due to exit block. The lead was explanted and replaced.